Event description:
It was further reported that the lesion was located in a moderately tortuous and moderately calcified lesion. The device was removed intact.

Event description:
It was further reported that the lesion was located in a moderately tortuous and moderately calcified lesion. The device was removed intact.

Event description:
It was reported that during a stenting treatment procedure a shaft break was noted. The physician introduced a guide catheter and passed a guide wire over the severe lesion in the left coronary artery. He then tried to pass a 2.25x32 promus element stent delivery system (sds), however was unable to cross the lesion. The physician noticed the catheter was broken. The sds was removed and changed to another drug eluting stent and crossed the lesion and deployed it successfully. No patient complications were reported and the patient's status is listed as stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Struts on the 1st row from the proximal edge were raised distally and misaligned. The stent had moved slightly distally so that the distal end of the stent was resting on the distal markerband. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was broken approximately 23.6 cm distal from the catheter's strain relief. Kinks were present near the break site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).